Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient saw in their history of their omnipod personal diabetes manager (pdm) that it had given 3.6 units that they did not program.